Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, several episodes of automatic mode switching were observed. Noise with myopotential oversensing on the atrial lead was suspected. The noise could be reproduced with provocative testing; however, no intervention was performed and the patient will be monitored. The patient was stable.